Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there were wrinkles in the sealing area. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11 visual evaluation of the returned product found creasing in the seal for (1) pouch. A dye test was performed and found the seal is conforming and has not been breached. No product failure was found as the product is within specifications. No further investigation or action is required after review. This complaint cannot be confirmed as the product was found to be conforming. The device evaluation found the product to be conforming, and sterility was not compromised. Further, the event did not contribute to a serious injury; therefore, this event would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.